Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2024. During procedure, the right ventricular (rv) lead capture threshold was not satisfactory and when the physician tried to reposition the lead had an unspecified helix rotation issue. The lead was not used and replaced within the same operation. Post-procedure the patient was stable.